Event description:
The customer contact reported that the pt received more IV fluids than intended. At an unspecified time, the device was programmed to deliver normal saline. No specific programming parameters were provided. After an unspecified length of time, when the nurse was assessing intake and output, it was noted that "the bag of hydration fluid had less than what was registered on the device's volume infused." There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).